Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. No trauma is reported. Reimplantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by minute device mobility appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on a possible re-implantation date has been made available yet.

Event description:
The user's hearing performance was suddenly affected. No trauma or accident reported and no changes in health or medication is reported. Reimplanation is considered but has not been scheduled.

Event description:
The user's hearing performance was suddenly affected. No trauma or accident reported and no changes in health or medication is reported. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.